Event description:
It was reported through the attorney for the pt, as a result of a legal claim that, "the pt alleges damages sustained as a result of her hip implant."

Manufacturer narrative:
The info on this per was provided by stryker orthopaedics' legal affairs dept. No additional info is available at this time. As per info received, the devices are not available at the time of the per due to the ongoing litigation. Additional f/u info may be obtained by the legal affairs as it becomes available.